Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific crm received information that the patient with this implantable pacemaker experienced a syncopal episode and was admitted to the emergency room. Attempts to obtain additional information were unsuccessful. Currently, this device remains implanted and in service. No additional adverse patient effects reported.